Event description:
It was reported that during a rectosigmoidectomy procedure, both staplers blocked during the firing. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one ec60 device was returned in good visual condition and with a reload loaded on the device. The reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened and then closed and firing is resumed causing the device to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The closing trigger was activated, the jaws were closed and an audible click was heard indicating that the closing trigger locked in place. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the device achieved its complete 3-stroke firing sequence without any difficulties. The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were noted during the manufacturing process.